Event description:
It was reported that the pump touchscreen navigates to unintended screens without customer input, and is unresponsive to touch. Additionally, it was reported that the pump touch screen timed out sooner than expected. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.